Event description:
Received a call from initial reporter who is investigating the death of a woman who was found on the side of the road deceased with her scooter laying flat on ground.

Manufacturer narrative:
Device not evaluated. Will submit a follow-up investigation report should the device become available for evaluation.

Manufacturer narrative:
Inspection of the device and accident site was conducted. Product was test driven and performed as designed. The hill where the alleged incident occurred was approximately 10° and exceeded the slope as outlined in the owner's manual. The product would be capable of successfully traversing the slope as long as the consumer remained parallel to the roadway. It is unknown what created the circumstances surrounding the incident. All safety mechanisms within the product appeared to be functioning appropriately. The circumstances surrounding the event are unknown and other factors may have contributed to the event.

Event description:
Received a call from initial reporter who is investigating the death of a woman who was found on the side of the road deceased with her scooter laying flat on ground.